Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012666031 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. High magnification optical inspection revealed a plastic string stuck on the guidewire. Hipot and electrical continuity testing were performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The test guidewire was inserted into the catheter without any resistance, and the connection was secure at luer. The reported "catheter/guidewire compatibility" and "shaft/kink/bend/twist" issue was not observed/reproduced with the returned catheter. Foreign material was observed stuck in/on the distal tip of the catheter. In conclusion, catheter failed the return product inspection due to foreign material observed on the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, significant resistance was felt when advancing or retracting the guidewire inside the lumen of the loop catheter. Upon deploying the array into the left atrium, resistance was noted, which was not present prior to the insertion of the catheter. After removing the loop catheter and guidewire, the guidewire was found to be completely bent and thin plastic material was observed coming out of the nose of the catheter. The loop catheter and guidewire were replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.